Event description:
The customer reported that their central nurse's station (cns) lost power.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) lost power during a power outage. The customer also reported that their ups went down, which caused the loss of power to the cns. This cns was monitoring 4 transmitters and 12 bsm's. No harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: due to the unavailability of the device, visual and functionality evaluation was could not be performed. Per manufacturer's manual, the batteries are designed to last from 2-5 years, but their actual life span will depend on several factors, including how often power outages occur, how long power outages last, and the temperature of the environment in which the ups operates. The ups is intended to be used as a back-up power source in case ac power is lost and is not meant to be used as a stand-alone power supply. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a non-nk manufactured accessory device and not was not an nk device malfunction / deficiency. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: ups. Model #: ni. Serial #: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. 4 transmitters: model #: ni. Serial #: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. 12 bsm's: model #: ni. Serial #: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) lost power. The customer also reported that initially their ups went down and caused this. This cns was monitoring 4 transmitters and 12 bsm's. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Additional model information: 4 transmitters were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: 4 transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Additional model information: 12 bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: 12 bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) lost power.